Event description:
The customer reported that the device displayed an error code 10021.

Manufacturer narrative:
The customer reported that the device displayed an error code 10021. The device was evaluated at philips, and the symptom was confirmed. The control pca was replaced to resolve the issue.